Event description:
It was reported that a patient presented with dislodgement noted on the left ventricular lead, resulting in loss of capture. Surgical intervention was taken on 17 may 2023. No adverse patient consequences were reported.